Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of the patient who reported they had an appointment with a manufacturer representative (rep) in a week. The patient would request a replacement recharger at that time if it is determined to be needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient was having issues recharging their ins. The caller reported that the patient's ins was not charging past 50%, even with all 8 coupling boxes shaded. The caller reported that the patient has been recharging for about 3.5-4 hours today and a couple of hours yesterday but the ins charge level has not incremented past 50%. The caller reported that it typically takes 2-3 hours for the patient to recharge the ins to full. The caller reported the recharging issues have been getting worse. The caller reported that the patient has not had any recent programming changes. The caller reported that they would schedule an appointment for the patient to follow-up with their managing healthcare provider. No patient symptoms were reported. No further patient complications have been reported as a result of this event.